Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the article provided reported that the patient had a fissure fracture on the contralateral cortex requiring additional holes. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.internal complaint reference number: case-2020-00024005-1

Event description:
It was reported in the publication "orthopaedic surgery 2020. Reduced surgical time and higher accuracy of distal locking with the electromagnetic targeting system in humeral shaft intramedullary nailing". In this study there were 60 patients bearing s&n trigen nail implant. It was reported that, there was a patient with fissure fracture on the contralateral cortex requiring additional holes.